Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found that haptic was bent and deformed. Dimensional inspection found that lens measurements were within specifications. Claim # (B)(4).

Manufacturer narrative:
Corrected data: follow-up #4 for MDR # 2023826-2017-00374 was submitted in error. The reported information was meant to be follow-up #4 for MDR # 2023826-2016-00374. As a result, only the initial MDR # 2023826-2017-00374 pertains to claim# 710106. Follow-up #4 for MDR # 2023826-2016-00374 will be submitted. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found that haptic was bent and deformed. Dimensional inspection found that lens measurements were within specifications. Claim # (B)(4).

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found that haptic was bent and deformed. Dimensional inspection found that lens measurements were within specifications. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13.0/+0.5/088 diopter, in the patient's right eye (od). The reporter indicated at follow-up visits, the lens haptic was folded and the pupil was ovalised. The lens was tilted on one side and was re-positioned. The lens remains implanted.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found that haptic was bent and deformed. Dimensional inspection found that lens measurements were within specifications. Claim # (B)(4).